Event description:
Dealer states that the chair operates normally if the joystick is left on. If the chair is turned off during the day, it allegedly will not come back on until you give it about an hour of charge time.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately 1 year 1 month old. The owner's manual part number 1143190 rev k (mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer;s medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the tdxsp-mcg power chair will operate normally when the joystick is turned on, however, if the chair is turned off during the day it allegedly will not come back on unless it is charged for approximately 1 hour. Invacare advised the dealer to run a load test on the batteries and to check the voltage. The dealer will troubleshoot and call invacare back. No injury alleged.